Manufacturer narrative:
This information is unknown. It is unknown when device broke. This report is for an unknown hammerlock 2 bone staple/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a hardware removal was performed on a toe for a broken hammerlock. Most of the hardware was removed, but the surgeon left a portion because it would cause more damage to remove the entire hammerlock. Surgery was completed successfully, with no reported delay. It was unknown if there was a patient consequence. This report is for an unknown hammerlock 2 bone staple. This is report 1 of 1 for (B)(4).